Event description:
From surgeon's dictation, "during a laparoscpoic tubal ligation; the right fallopian tube was identified,followed to its fimbriated end, grasped (with the tongs) in its midportion and triply coagulated. As the meter tongs(the instrument in question) were being removed, one of the "common paddles" fell off the instrument onto the intestine. This was grasped with an atraumatic grasper and pulled out through the lower port. Following this the tongs were replaced and the other tube was identified, followed to its fimbriated end, grasped in its midportion and triply coagulated." Manufacturer response (as per reporter) for kleppinger, bipolar insert, 20" flat spatula /paddlenone so far